Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. The tip is damaged. Microscopic examination of the balloon revealed a pinhole at the proximal balloon waist. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the right coronary artery. After a guide wire crossed the lesion, a non-bsc balloon catheter was advanced for dilatation but was unable to cross. It was then replaced with a 2.00mm x 15mm emerge¿ balloon catheter; however, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.